Event description:
The account reported that the external buzzer has stopped functioning for the bed exit alarm. The bed was located in med surge at the facility. There was no patient/user injury reported.

Manufacturer narrative:
The account ordered a replacement external buzzer with housing. The account was not aware of the cause for the buzzer to stop functioning. Three attempts have been made regarding a resolution with no feedback from the account. Based on this information, no further action is required.